Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Unable to performed leadscrew reset torque test due to missing injection foot. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 17:03:53 (B)(4) _ver_u: screw movement issue customer reported inpen screw movement issue. Identified inpen screw does not move when injection/dose button is pushed. Inpen replacement initiated. On (B)(6) 2026 17:03:53 (B)(4) _ver_u: broken/damaged inpen customer reported dose knob/dial misalignment or slip issue. Inpen replacement initiated.